Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump was received with intermittent button response due to moisture damage keypad traces and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 118 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.